Manufacturer narrative:
The investigation into the battery power issue has been completed. The automated impella controller (aic) was returned for investigation. The cause of the battery failure and battery communication error alarms was due to a defective battery (rapid decline in cell voltage). The exact cause of the defective battery was utd. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant had the automated impella controller (aic) in for functional check and found a battery failure. There was no patient use and no harm or injury. Should an aic fail in patient use the IFU states to use a backup.